Event description:
The hosp staff was moving the obi into position when they heard a loud pop. The staff looked and didn't see anything immediately that would have caused the loud sound. The staff continued to move the gantry to complete the set-up prior to treatment when the center fiberglass cover fell off the machine. No report of pt injury involved in the incident.

Manufacturer narrative:
Varian has come to a decision to report incidents involving a ctr throat cover detaching, which has on two occasions lead to a potential adverse event due to medical intervention (x-ray and CT scans). This event, previously determined to not meet the definition of adverse event, is being reclassified as part of a two-year retrospective review of all complaints. Our investigation revealed that during treatment, the ctr throat cover (fiberglass cover) is at its longest when the gantry angle is at either 90 degrees of 270 degrees, possibly shadowing over the pt. A loose or incorrectly latched fastener could enable the latching mechanisms to fail, allowing the throat cover to fall, possibly onto the pt. The fiberglass cover weighs approximately 17 lbs., the ctr of the cover is at iso-ctr and the part of the cover that could hit the pt is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the pt's head, although no pt injury was reported in this case. Varian provided a customer technical bulletin to elaborate on how to correctly latch the ctr throat cover. In addition, a design improvement to the latching mechanism was released to manufacturing in august 2006. No similar complaints have been reported for devices with the re-designed latches. The fiberglass cover was replaced and reinstalled at this site. No add'l follow-up to this MDR is expected.